Event description:
This event became reportable based on returned product analysis approved on 09/17/2007. It was reported that during a percutaneous coronary intervention (pci) procedure, the device failed to cross the lesion. The severely calcified 97% stenotic lesion was located in the moderately tortuous left anterior descending (lad) artery. The 3.0 x 28mm taxus liberte drug-eluting stent was introduced and reported to be unable to cross the lesion. The procedure was not completed due to this event. No patient injury or complications were reported. The patient's condition was reported as good. The returned product analysis revealed stent damage.

Manufacturer narrative:
The returned product analysis revealed damage to the proximal edge of the stent. Some proximal stent struts were bunched back distally. This type of damage is consistent with the device encountering some form of restriction.two severe shaft kinks were measured at approximately 23cm and 23.5cm distal from the strain relief. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. No further damage was noted with the returned device which could have contributed to the reported complaint. Taking into consideration the type of damage analyzed and the results of the investigation completed, 'use/user error' is determined to be the most probable root cause in this case, as the physician attempted to stent a severely calcified lesion which is contraindicated in the dfu.a review of the batch records found that the device met its material, assembly, and product specifications.